Event description:
Spo2 [xygen saturation of peripheral oxygen] finger probe applied to patient. Adapter cable connected to finger probe and to monitor, no spo2 reading. Adapter cable changed and monitor displayed spo2 reading. This resulted in a delay in patient care, no known harm to the patient at this time.